Event description:
It was reported that the caller stated that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The cause was not available as the patient had surgery and "someone" cleared the data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product- d274drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.